Event description:
Procedure type: inguinal hernia repair/tapp. According to the reporter: when the surgeon attempted to straighten the articulated device's head, the inner shaft was drawn into the outer shaft and was frayed. A new device was opened to perform the procedure. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).